Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, loss of range of motion, elevated metal ion levels, muscle damage and metallosis. A review of invoice history confirmed the revision surgery date and that the taper and head were removed and replaced. Additional information received in patient's revision operative notes report metal-stained fluid, fibrinous debris, metallosis and osteolysis during the revision procedure. The head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2013-03483 & 05716)